Event description:
A report received from the USA stated an 840 ventilator's "graphical user interface (gui) central processing unit (cpu) failed". It was reported that the top portion of the gui experienced an erratic display. No pt involvement was reported.

Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printer circuit board (pcb), upgraded the backlight inverter pcb and software to current revision. The device passed all tests including performance verification testing (pvt) and is performing according to MFR specifications. A service history review has been performed for the above listed serial number by the MFR. No similar events were found in the service history record. (B)(4).